Manufacturer narrative:
H6: the reported device, used in treatment, was not returned for evaluation. A relationship, if any, between the subject device and the reported event could not be determined. A review of the device history records for the device showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolate issue. A review of risk management files found that the reported failure was documented appropriately. A review of the instructions for use found that mishandling the device can result in failure without the reported product a visual and functional evaluation cannot be performed and customer¿s complaint cannot be confirmed. Factors that could have contributed to the reported event include: (1) excessive torque. (2) activation knob in wrong position. (3) poor bone quality there were no indications that would suggest that the device did not meet product specifications upon release into distribution. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.

Manufacturer narrative:
Internal complaint reference case- (B)(4).

Event description:
It was reported that during shoulder arthroscopy, the opus speed screw implant presented an inner plug malfunction. The malfunction was solved with no delays or patient harm using a back up device. The faulty device was left inside the patient and a new bone hole was required. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.